Event description:
It was reported that patient underwent a procedure utilizing an interference screw on (B)(6) 2011. During the procedure, the screw would not advance over the guidewire. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Evaluation of the returned screw found the a burr inside the inner diameter that impeded the guide pin from fitting.